Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that locking compression plates and screws were implanted in a patient with a radius and ulnar shaft fracture on (B)(6) 2012. There was a removal operation of the implants on (B)(6) 2014. The plate and screws for the ulnar were successfully removed. But for the radius, three screws had worn out and could not be removed. The high speed sterile drill bit was used, but the screws still could not be removed. The plate and screws were left in the patient body and the operation was finished. The operation was extended for twenty minutes due to the incident. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Device could not be explanted; it remains in the patient. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.